Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. The event occurred at the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the left ventricular assist device implant procedure, a blood leak from the sealed outflow graft was observed. The blood leak occurred during the hemostasis process before placing the sealed outflow graft bend relief collar and before closing the chest. The surgeon found the bleeding was from the connection site between the outflow graft material and the outflow graft metal component. The leak was stopped with a tissue sealing sheet (tachosil) and urethane sealant (hydrofit), which was not routine and took additional time. Although the surgeon reportedly suspects an abnormality of the outflow graft, the outflow graft was not exchanged. No unusual bleeding was observed post-operatively. The patient remains ongoing on lvad support and has since been discharged home with no further issues. No further information was provided.

Manufacturer narrative:
A specific cause for the reported bleeding could not conclusively be determined because the sealed outflow graft remains implanted and was not returned. No unusual bleeding was observed post-operatively. The patient remains ongoing on pump support and has since been discharged home with no further issues. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.